Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The distal thoracic aorta was tortuous and contained plaque. It was reported that the proximal portion of the stent graft had a seal of 15-20 mm with no endoleak into the aneurysm sac. The distal main stent graft was implanted to about 1.5 cm from the celiac artery. This area contained a lot of plaque in this area which resulted in a distal type 1 endoleak. The descending thoracic aorta measured 39 mm at the level of the celiac artery. The distal portion of the stent graft was ballooned; however, the endoleak did not completely resolve. The decision was made to follow-up the patient and evaluate with a CT scan in 30 days. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: endoleak; distal thoracic aorta was tortuous and contained plaque. Requires secondary intervention.